Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was noted to be depleting quickly. The customer's blood glucose (bg) level was impacted ranging from 40 to 300 (mg/dl). The customer delivered boluses via the pump to address elevated bg levels. Glucose tablets and juice were consumed to address low bg levels. Review of pump data showed that the pump depleted from 90% to 2% within 4 hours. It was indicated that the customer would continue to use the pump until the replacement pump was received.